Event description:
It was reported that the pedicle screw was broken in (B) (6) 2007. It was reported that the surgeon does not think the screw is causing the patient pain. The surgeon thinks scar tissue is the reason for the patient's pain but the patient does not agree. The patient would like the screw taken out. Revision surgery is not planned at this time.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. Imaging films were not provided. With the available information, a cause or contributing factor cannot be identified.